Event description:
It was reported that a user experienced a low blood glucose of 60 mg/dl, treated with soda, followed by a sensor reading of 204 mg/dl on a dexcom g7 while using the ilet with a teflon infusion set; tubing was tested, drops were observed, and no device or set abnormalities were identified, and glucose later trended down to 112 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no hospitalization, and resolution of glucose to near-target. Investigation included telephone troubleshooting, guided user checks of infusion set and tubing, and review of cgm trend. Investigation of this case revealed normal infusion function, user treatment of hypoglycemia with carbohydrate likely contributing to transient hyperglycemia, and early pump adaptation as a possible contributing factor. It was concluded that the event involved hypoglycemia followed by hyperglycemia with unclear root cause and no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.